Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer reported that the insulin pump was recently exposed to high magnetic fields. Blood glucose level was 181 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.